Event description:
The technician alleged the side rail would not latch. No pt impact.

Manufacturer narrative:
The technician found the side rail center arm assembly was cut. The side rail center arm assembly was replaced by the technician to resolve the issue.